Event description:
Information was received regarding a cadd legacy plus pump. It was reported that the device gave a "no disposable, pump won't run" alarm. Multiple attempts were made without resolution. The reservoir volume was 15.7, rate was 2.2, and 84.35 was given. Air in line was noted. The cassette had green flow stop. There was no patient, or clinician injury associated with these occurrences. No further details provided at this time.